Event description:
This 44 yr old female underwent bilateral sub-q mastectomies with breast reconstruction in 1979 or 1980. There is no record of this procedure being performed at this user facility, thus the MFR of the silicone implants is unknown to this reporting facility. Due to pain and bilateral breast asymmetry, the pt desires to have the implants replaced. Gross exam: both implants are ruptured, exuding a gelatinous, tenacious material. Both capsules demonstrate foreign body reaction.